Manufacturer narrative:
(B)(4).

Event description:
It was reported the midline catheter was being used in a patient with contractures and a PICC could not be placed. There were no issues placing the midline. Approximately 24-36 hours after placement, it was noted to be leaking from the insertion site. Upon investigation, they determined the midline had fractured between the 2-4cm mark. As a result, the catheter was removed and another midline catheter was placed for the patient. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the body of the midline catheter fractured between the 2-4 cm mark could not be confirmed. One arrow single-lumen 4 fr catheter was returned. The catheter was visually examined. The distal 6 cm of the catheter body was found to be missing. The jagged appearance on the end of the catheter body indicates that the body was torn. Additionally, the catheter body was separated between the 18 and 19 cm marks. The ends of the body at the separation were smooth indicating that the catheter had been cut. The catheter body extrusion graphic specifies the inside diameter at .032/.035 inches and the outside diameter at .054/.057 inches. Using pin gages the ID was measured at .034 inches and the outside diameter was measured at .056 inches. Based on these measurements, the wall thickness of the extrusion appears to be adequate. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.